Event description:
Patient implanted with femoral nail implanted in the right femur on an unknown date. Patient presented to a different hospital complaining of pain in the right proximal femur. X-rays showed a broken nail, broken proximally at the dynamic screw hole, 1 superior screw broken within the nail leaving the tip free within the proximal femur, the inferior screw was intact however it was backing out of the nail, and the distal screw broken within the nail. All three cables were intact. It was noted patient was likely non-compliant in continuing to smoke and over aggressive in bearing weight. Patient returned to operating room for hardware removal on (B)(6) 2012. Surgeon performed a proximal femoral replacement distal to the broken portion of the nail and removed the hardware with the exception of the distal screw (broken) and two cables. Surgeon removed the proximal femur, femoral neck and head in their entirety. The resected bone and hardware is being kept at the hospital. During this procedure reportably the patient suffered no undue harm. This is 2 of 4 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.